Event description:
This 50 year old man with a history of obstructive sleep apnea was treated with CPAP. Although his apnea-hypopnea index was low, his device reported very frequent vibratory snores and responded by raising inspiratory pressures. Erroneous detection of "vibratory snores" and resultant inappropriate increase in machine pressure is a known defect in respironics devices. The pressure range prescribed for him was very narrow; however, there is substantial risk of harm when auto-titrating CPAP is set to the common recommended ranges (e.g., 5-15 cm h2o).